Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Press the dose button, the dose counter stopped on 60u and could not be pressed. [Device issue]. He could not take his insulin doses [product dose omission issue]. Insulin dose from mixtard vail via normal syringe [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on (B)(6)2023, "press the dose button, the dose counter stopped on 60u and could not be pressed(device component issue)" beginning on (B)(6) 2023, "he could not take his insulin doses(missed dose)" with an unspecified onset date, "insulin dose from mixtard vail via normal syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a 23 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", mixtard 30 hm penfill (insulin human, insulin isophane) (60 iu, qd( 40 iu/morning. And 20 iu/night), subcutaneous and regimen #2: 60 iu, qd( 40 iu/morning. And 20 iu/night), subcutaneous ongoing nr7jr79 04/--/2025) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 165 cm. Patient's weight: 55 kg. Patient's bmi: 20.20202020. Current condition: type 1 diabetes mellitus(2018), nerve tonic. Concomitant products included - neurovit [cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride](cyanocobalamin, pyridoxine hydrochloride, thiamine hydrochloride). Treatment included - insulin. On unknown date in (B)(6) 2023, patient had a technical issue with novopen 4 as adjusting the dose counter to needed dose and the press the dose button, the dose counter moved rapidly without insulin injection. On an unknown date in (B)(6) 2023, the patient's random blood glucose(blood glucose) was 780 mg/dl and went to hospital as he could not take his insulin dose for 2 days due to the technical issue of his novopen 4. On an unknown date, a month ago, the hba1c (glycosylated haemoglobin) was 10.5 or 11 %. Patient took intravenous solutions at the hospital and mixtard was stopped temporarily. Pen training was done by adjusting the dose counter to 60u and press the dose button, the dose counter stopped on 60u and could not be pressed. It was reported that he was supposed to be enter the ICU, but he was discharged on the same day due to unavailable place there (he was not hospitalized for 24 hrs), his blood glucose level (blood glucose) during discharging was 480 mg/dl. On an unknown date , mixtard was re-started again. On an unknown date patient took insulin dose from mixtard vail via normal syringe, his blood glucose (blood glucose) was corrected as it was 230 mg/dl it was reported that patient resuspends the insulin before using and reuses the needle for 2 or 3 injections. The name and type of needle used was unknown. No injection of the suspected product into a skin area with lumps as its changed regularly. No recent changes in diet or exercise/physical activity. No co-existing conditions or concomitant medications leading to increased insulin requirements. No c-peptide or glucagon test performed. Lack of efficacy wasn't suspected. The patient hasn't recently switched from another product (within last 3 months) batch numbers: novopen 4: gvgt483. Mixtard 30 hm penfill: nr7jr79, nr7jr79 . Action taken to mixtard 30 hm penfill was reported as drug discontinued temporarily. On (B)(6) 2023 the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. On (B)(6) 2023 the outcome for the event "press the dose button, the dose counter stopped on 60u and could not be pressed(device component issue)" was recovered. The outcome for the event "he could not take his insulin doses(missed dose)" was not reported. The outcome for the event "insulin dose from mixtard vail via normal syringe(inappropriate drug extraction with syringe)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4).

Event description:
Case description: investigation result - novopen 4 - batch jvgt483. The product was not returned for examination. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Mixtard 30 penfill 3 ml 100iu/ml, batch number: nr7jr79. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following: -investigation result updated. -imdrf codes updated. -narrative updated accordingly. Final manufacturer's comment: 15-feb-2024: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch trend analysis was normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary: name: novopen 4, batch number: jvgt483. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: batch numbers: novopen 4: jvgt483. Since last submission, the case has been updated with the following: suspect product batch number updated (novopen 4). Narrative updated accordingly.